Event description:
Boston scientific received information that this right atrial (ra) lead was fractured at the suture sleeve and was exhibited loss of capture (loc) and high out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms. This observation was confirmed through fluoroscopy. The ra lead was surgically abandoned and was replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.